Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # unk. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a blue foreign object was found on the patient's lung cutting surface and was immediately removed during surgery. Then the nurse checked the stapler and found that the cartridge was deformed. The surgeon reconfirmed that there was no foreign object left on the cutting surface. Another device was used to complete the surgery. No additional information could be provided.